Event description:
It was reported that during implant attempt the lead froze with the guidewire in it. Another guidewire was attempted, but could not be inserted into the lead. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: pin/plug foreign material obstruction. The full lead was returned and analyzed. Blood/body fluid was present on all conductors.